Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was 158 mg/dl. Troubleshooting was performed. The customer also reported that the insulin pump received compromised force sensor system alarm. The customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed motor error during basic occlusion test due to faulty fsr. Unable to perform basic occlusion test, occlusion, prime or compromised force sensor system, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. However, the device passed rewind test and displacement test. Motor passed motor test.